Event description:
On (B)(6) 2011, pt reported receiving an error message but does not recall what it was. Pt stated she does not feel like she is getting her normal basal rate since clearing the error message. Pt reported her infusion device is turned on and she does not feel the device giving her the basal insulin. Pt stated she went through a security check on (B)(6) 2011, and they used the wand on her and thinks they may have damaged the device by doing this. Pt reported the error message this morning is the first error message she has had since then. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.